Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving low sensor scan results compare to a competitor brand device, but did not obtain scan readings or capillary comparison just prior to reported event. The customer reported receiving a reading of 129 mg/dl (no comparative result) prior to playing golf and subsequently, some time later, experienced symptoms described as disorientation, sweating, weakness, and a loss of consciousness. Customer was unable to self-treat and was treated with glucagon and cookies by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.